Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent oncology salvage procedure on (B)(6) 2009. Subsequently, it was determined that the leg length was too long and the patient experienced multiple dislocations. A revision procedure was performed on (B)(6) 2010 and the diaphyseal segment and modular head were removed and replaced. It was further reported that the acetabular liner was removed and replaced as well; however, the liner was a competitor's product. No further information has been provided to date.